Event description:
No additional information received.

Manufacturer narrative:
Pr (B)(4) follow up it was reported when drawing the medication, a black line becomes visible. A device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number 4229915. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #:302830 batch#:4229915. It was reported by customer that the anesthesiologist draws the medication, a black line becomes visible. This line is not present when the syringe is empty. The anesthesiologists are discarding the syringes that show this line, as they believe the syringe is contaminated.